Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2020. The customer's blood glucose level was 10.8 mmol/l. The customer had issues with sensors. Based on the customer report customer did not allege the insulin pump was under-delivering. Ran self-test and displacement test both passed. It was unknown if the insulin pump was on auto mode. The insulin pump will not be returned for analysis.